Event description:
See initial report.

Manufacturer narrative:
H.10: no deviation could not be found during the investigation at the manufacturer site. The device was found to be working according to the specifications.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative investigated the device and the reported issue could be reproduced. The affected device has been requested back to the manufacturer site for a detailed investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during setup. The user rebooted the device and the error did not re-occur and the procedure could be conducted without problems. The same error occurred during the setup of another procedure. There was no patient involvement.